Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device does not hold attachment devices was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed pre-repair diagnostic tests for power test with test bench (low power), and soft mode switch test (worn, moves freely without resistance). It was also noted that the o-rings and seals were worn, and the ball bearings had rough rotation, and seized. The assignable root cause of this condition was determined to be due to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device would not hold the attachment devices. During in-house engineering evaluation it was found that the device had low power, and the failed the soft mode switch test. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.